Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller indicated that the "battery went bad" and was changed; the hcp is inquiring if the patient still had a complete system as well as MRI compatibility. The hcp didn't have any further information about the "battery going bad" issue. No patient symptoms were reported and no further complications have been reported as a result of this event.